Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the tip of a stent delivery system balloon became caught on a wire during insertion and tore. The lesion was located in the right coronary artery. One stent was placed successfully in the lesion and when the physician went to load the 3.00x32mm taxus liberte' drug eluting stent onto the pt graphix guidewire, it became stuck. The physician removed the taxus liberte' from the wire, but the tip of the balloon from the stent delivery system remained on the wire, outside of the pt. The portion of the balloon was manually removed from the wire and the wire was used in combination with another taxus liberte' stent to complete the case. No pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
Over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).